Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported clip deployed in the sheath was confirmed based on the returned device observations. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, the clip was deployed; however, it remained on the distal end of the exchange sheath. There was no resistance noted advancing the thumb advancer and the sheath split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.